Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. Expected value was 6 and actual value was 30.1. It was determined that the device had a failed chiller. Chiller temperature (t4) was 30.1 tank full. They requested a quote for chiller repair and 2000-hour service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 6 and actual value was 30.1. It was determined that the device had a failed chiller. Chiller temperature (t4) was 30.1 tank full. They requested a quote for chiller repair and 2000-hour service.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 6 and actual value was 30.1. It was determined that the device had a failed chiller. Chiller temperature (t4) was 30.1 tank full. They requested a quote for chiller repair and 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.